Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6)2013, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 2000 mcg/ml (dose unknown), prialt (concentration and dose unknown), and marcaine (concentration and dose unknown) in an implanted pump for intractable spasticity and multiple sclerosis. In (B)(6) 2015, the "catheter tubing had a clog or kink spine". The patient was having severe itching, nausea, return in spasticity, and she felt like she had withdrawal. The patient was going to have surgery to replace the catheter. The healthcare provider (hcp) was going to check the pump during surgery as well. The surgery was scheduled for (B)(6) 2015, exact date was unknown. The patient went through several months of intermittent episodes of the symptoms and then all the sudden it got worse. She was going to be cut on her back and belly and the pump may need to be replaced again. It took several months to figure out the issue. The patient was also seen in the emergency room (ER) related to her symptoms. The patient liked the pump because it "gave her some relief, not a lot, but some." The patient no longer had to take oral baclofen. The intrathecal baclofen was easier on her and she had less stomach issues. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant drugs, pertinent medical history, troubleshooting related to the catheter clog/kink, and if the cause of the tear was determined.